Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A05: tracking instruments a0709: ports not working d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent, serial/lot #: unknown, ubd: unknown, UDI#: unknown h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had troubles tracking instruments when using two specific ports on the break out box. Ports 2 and 5 would swap between green and orange. When swapping the instruments from these ports to others they would track as expected. There was no delay to procedure and no reported impact to patient outcome.